Manufacturer narrative:
Gtin/UDI number for item 2477-0007 lot 17065831 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a blood transfusion the tubing "split" apart and leaked onto the floor from the joint of the alaris clip that inserts into the pump. The leak was noticed immediately and there was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.